Manufacturer narrative:
Concomitant: 4598 lead, implanted unknown.

Event description:
It was reported that the patient experienced pocket stimulation from the right atrial (ra) lead due to an insulation defect. The ra lead was capped and replaced. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.